Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the analyzer failed functional testing for pacing and pacing lights did not work. The analyzer was to be scrapped and replaced.

Event description:
The analyzer, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.